Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported that she is experiencing thigh pain since her left hip surgery. In the last four moths she's been getting light headed, experiencing dizziness and hands are shaking. Patient is also showing high levels of antinuclear antibody (ana), c-reactive protein (crp), and sed rate, or erythrocyte sedimentation rate (esr). She stated that for many years she's had high levels of crp & sed rate and now she's having high levels of ana. Patient would like to know if her implants are part of recall.

Event description:
Patient reported that she is experiencing thigh pain since her left hip surgery. In the last four moths she's been getting light headed, experiencing dizziness and hands are shaking. Patient is also showing high levels of antinuclear antibody (ana), c-reactive protein (crp), and sed rate, or erythrocyte sedimentation rate (esr). She stated that for many years she's had high levels of crp & sed rate and now she's having high levels of ana. Patient would like to know if her implants are part of recall.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported.¿the event¿ was not confirmed. Method & results: device evaluation and results: not performed as device remained implanted. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that: op note "left anterior total hip replacement" diagnosis: "primary osteoarthritis of left hip" implants: 54 trident ii shell, 2 screws, 36/0 insert, #4 stem, 36/-5 biolox head. Pages 1 and 2 only of 3 listed as complete op note with no complications noted in partial record. No clinical or pmh, no imaging studies, no laboratory reports or data. Based upon only the partial primary tha operative report, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an event regarding pain involving a trident liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient medical information was provided. Further information such as more medical documentation, imaging studies, laboratory reports or data are needed. If devices and / or additional information are received, this investigation will be reopened and re-evaluated. It was reported that the customer was inquiring if the reported device is subject to a recall and as per the received legal report it is confirmed that the reported device is not involved in a recall. The following devices were also listed in this report: cat# 702-04-54e; tridentii tritanium cluster54e; lot# 64581201a; cat# 6721-0435; size 4 accolade ii 127 deg: lot # 64778301; cat# 6570-0-036; delta v-40 ceramic head 36/-5; lot# 65082203; cat# 7030-6515; 6.5mm low profile hex screw 15mm; lot # ayv; cat# 7030-6550; 6.5mm low profile hex screw 50mm; lot# 7ha. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.